Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation but lot number is provided. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: total nephrectomy. Detailed description of event: during a total nephrectomy under laparoscopy, the extraction bag containing the kidney ruptured (tightening tie broke), which caused a risk of dissemination of cancer cells as well as a risk of haemorrhage for the patient. The surgeon had to enlarge the scar for the extraction. Manual blind extraction of the kidney. Medical device: inzii retrieval system 12/15mm. The consequences are described below: risk of dissemination of cancer cells as well as a hemorrhagic risk for the patient; enlargement of the scar; prolongation of operating time; blind kidney recovery. Additional information received by email from applied medical representative on 20june22: date of event: (B)(6) 2022. Patient status: no patient injury has been reported. Type of intervention: the surgeon had to enlarge the scar for the extraction. Manual blind extraction of the kidney.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Name of procedure being performed: total nephrectomy. Detailed description of event: during a total nephrectomy under laparoscopy, the extraction bag containing the kidney ruptured (tightening tie broke), which caused a risk of dissemination of cancer cells as well as a risk of haemorrhage for the patient. The surgeon had to enlarge the scar for the extraction. Manual blind extraction of the kidney. Medical device: inzii retrieval system 12/15mm. The consequences are described below: - risk of dissemination of cancer cells as well as a hemorrhagic risk for the patient. - enlargement of the scar. - prolongation of operating time. - blind kidney recovery. Additional information received by email from applied medical representative on 20june22: date of event: 13/06/22 additional information received by email from applied medical representative on 22july22: the cord didn't fragment when it broke. Patient status: no patient injury has been reported type of intervention the surgeon had to enlarge the scar for the extraction. Manual blind extraction of the kidney.